Event description:
It was reported that the wake button was unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.